Manufacturer narrative:
Product ID 3387s-40 lot# va02y9t, implanted: 2012 (B)(6), product type lead product ID 3387s-40 lot# va0214q, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient experienced pain and discomfort at the location where the extension crossed that clavicle. It was noted that there was no known accident or incident related to this event. It was noted that the physician thought it was related to gradual buildup of scar tissue. It was noted that the extensions were revised. It was noted that initially the physician went to the pocket site to explore and felt that the extension was moving around too much and new extensions were placed. Additional information received reported that impedance tests was run pre and post-surgery. It was noted that therapy impedance was within normal limits however there were high impedances on contacts the patient was not using. It was noted that this did not affect therapy. It was noted that there were no malfunctions seen during the procedure. It was noted that the patient was receiving effective therapy.